Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to pulmonary emboli/pulmonary dysfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established. The controller event log file contained data from 07aug2022. Transient low flow fault flags were captured throughout the file which resulted in several low flow hazard alarms. During these events, estimated flow frequently decreased below the low flow threshold of 2.5 liters per minute (lpm), to 2.4 lpm. Beginning at 05:56:16, flow continued to steadily decrease to values as low as 1.1 lpm. This resulted in a continuous low flow hazard alarm throughout the remainder of the file. No other notable events or alarms were observed. Despite the observed events, the pump appeared to function as intended at the set speed. It was communicated that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2017. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was thought to be depressive and was found unconscious by paramedics with a letter next to them with a do not resuscitate (dnr) request. There was a low flow alarm for 85 minutes found upon interrogation of the system controller but otherwise, the pump operated as expected. The pump stopped at the hospital. The death was not considered to be device related and the device will not be returning, as there was no autopsy.